Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to pain and plantarflexed capital fragment. Additional information indicates the surgeon was aware that the capital fragment was plantarflexed at the time of the initial bunion surgery. However, after reviewing radiographic images from a two-week post-surgery visit, the surgeon felt the capital fragment was too plantarflexed. To revise the surgical site, the surgeon manually moved the capital fragment, implanted two long fragment plates to reshape the first metatarsal and was happy with the result. The patient has good bone quality and is expected to do well following the revision surgery. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. The most likely cause of the reported event is operator technique as the surgeon was aware of the plantarflexed capital fragment during the initial bunion surgery. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, all hardware was removed and replaced during a revision surgery on (B)(6) 2026 due to pain and plantarflexed capital fragment. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.